Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination, the proximal articulating areas showed scratching on the left condyle and burnishing and pitting on the right condyle. A fully locked insert would typically show mild rounding throughout the anterior locking mechanism. The anterior locking mechanism has no noticeable rounding on the anterior locking mechanism suggesting that the insert was not completely engaged into the tibial base. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Deformation and burnishing likely due to impingement with the femoral component or third body were observed on the anterior side of the post. No deformation or burnishing was observed on the posterior side of the post. The critical dimensions of the insert were checked against ip (B)(4) (rev d) using standardinstruments. The a-p width, t-u depth and height/anterior lock detail were within specification. The periphery, locking detail, m-l width overall, dovetail and locking detail dimensions could not be measured accurately due to the deformations present.the features observed on the insert suggest that the combination of partial engagement of anterior locking mechanism and anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It has been reported that a revision surgery was performed due to disassociation of the insert. It was noted that the patient did not observe doctor's instructions.